Event description:
A family member of the patient felt the patient's pump had failed because they would hear a ticking sound coming from the pump, however when they used a stethoscope they could not hear anything. The patient experienced ''major'' withdrawal which started "3-4" days ago. Symptoms included spasm. The patient was described as having more leg and arm movements which were also described as being more rapid, and "telling that she is not getting her baclofen." The patient was described as being very immobile, but did not have any falls. The patient visited a physician on (B)(6) 2012, and they determined that the medication was not getting through as they pulled out the same volume of drug as they put in. It was further noted that the pump was found to contain 8 ml of drug; however the physician took out 6 ml and then put 6 ml back in. An x-ray on (B)(6) 2012 revealed that the catheter had not moved. A dye study was planned. The patient was home; and was taking oral baclofen in order to help with their symptoms. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709sc, serial #(B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).